Event description:
Intense pain persisted for two months after surgery requiring vicodin. Was then instructed to take motrin and to cut back on the vicodin, but the pain worsened. One year after uae, fibroids developed. Menstrual period remains heavy and returns every 20 days. Abdomen protrudes. Still severely anemic; a blood transfusion and hysterectomy have been recommended.